Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device IFU states the 6f angio-seal device should be used on 6f or smaller procedure sheath arteriotomies and the 8f angio-seal should be used on 8f or smaller procedure sheath arteriotomies. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An 8f angio-seal vip vascular closure device was deployed following stent graft placement in the sfa. Hemostasis was achieved with the angio-seal device. A 9f introducer was used during the procedure. The pulsometer on the patient's toe gave better pulsation readings pre-procedure compared to post-procedure readings. Ultrasound confirmed no blood flow. A dissection that was pulling against the vessel wall was suspected. Surgery was performed to remove the angio-seal and close the puncture site. The patient was stable post-surgery.